Event description:
A 22-year-old male patient with astrocytoma, who grade IV, started optune gio therapy on (B)(6) 2024. Novocure was informed on (B)(6) 2024, that the patient experienced a fall that day and hit the back of his head on the bathroom sink while wearing the arrays, that resulted in a skin laceration. Reportedly, the patient went to the emergency room (ER) and optune gio therapy was temporarily discontinued. On (B)(6) 2024, the patient's caregiver reported that the patient experienced a "very bad" laceration on his head due to a fall which required stitches. The stitches had since been removed and optune gio therapy was resumed. On (B)(6) 2024, the patient reported that he discontinued optune gio therapy temporarily, as the back of his head still bothered him from the previous fall. The prescribing physician was contacted for further details without reply.

Manufacturer narrative:
Novocure medical opinion is that the contribution of the transducer arrays to the skin laceration cannot be ruled out. The fall was unrelated to device use. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).